Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 10:00 pm, the cgm value was displaying 150 mg/dl so the patient self-treated with 2 units of insulin and went to sleep. The patient¿s rationale was that his sensitivity is 30 per unit, and he wanted to decrease the bg to 100 mg/dl with the treatment. He passed out and his son who was following him received an alert for a very low bg (unknown value and duration).the patient's son went to the patient's home and found the patient unconscious. He called emergency medical services (ems) and the paramedics transported the patient to the emergency room (ER) at 3:00 am. The bg finger stick value at the time was 40 mg/dl and the cgm value displayed was 260 mg/dl. The patient was treated with glucose was in the ER for 5 hours. At the time or the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).